Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine source.

Event description:
Customer reporting 2 false positive sars results while symptomatic. Customer states the results were confirmed negative by pcr and other rapid antigen test. Report 2 of 2 results.